Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call with questions regarding correcting with a bolus. The customer's blood glucose reading was 479 mg/dl at the time of incident. Customer was advised on how to give a correction. Customer declined high blood glucose troubleshooting. No further details provided.